Manufacturer narrative:
Although the reported pump stoppages were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through evaluation of the returned portion of driveline. Review of the submitted log file showed pump stops were captured on (B)(6) 2017 between 9:41pm-9:44pm, corresponding to alarms for low speed and low flow hazard. These events occurred while the patient was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. Technical services personnel arrive on-site on (B)(6) 2017 and performed a driveline repair. The replaced portion of the driveline was returned measuring approximately 17.5 inches. Visual inspection of the driveline revealed rescue tape along the outer silicone jacket in an area approximately 3 inches- 13 inches from the controller connector. No damage to the bionate layer was identified. The metal shielding showed breakdown along the driveline beginning approximately 2.5 inches from the controller connector. Visual inspection of the underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the reported events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 6 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the lvad system was producing pump stoppages. The patient was asymptomatic. A technical service representative reviewed the log file and confirmed multiple pump stoppage events and or speed drops greater than 200 rpms below the low speed limit. A percutaneous lead (driveline) replacement was performed on (B)(6) with no issues.